Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approximately 60 months ago. Aneurysm and vessel morphology at the time of implant were not reported. The pt did not return for follow-ups consistently. It was reported to medtronic 1 month ago that an intervention occurred approximately 4 months post-implantation for a distal migration of the aneurx bifurcated stent graft (MFR report# 2953200-2010-02074) that resulted in a proximal type I endoleak. An aneurx aortic cuff was implanted to intervene for the endoleak. Approximately 1 month ago, the pt presented emergently with a migration and type iii endoleak (junctional separation) between the aortic cuff and the bifurcated stent graft; as a result the aneurysm has ruptured. The pt had disease progression with aortic neck dilatation to 32 mm in diameter, and the vessels had mild tortuousity and mild calcification. The physician elected to perform an emergent surgical conversion and explant the stent grafts; however, the pt expired. No further info has been provided.

Manufacturer narrative:
(B)(4). Eval, results: death, migration, endoleak, ruptured aneurysm/vessel; disease progression with aortic neck dilatation. Eval, conclusion: disease progression with aortic neck dilatation.